Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Device history record (DHR) - the product code 828806 with lot: 5255423 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected and confirmed that the needle guard was raised as reported in the complaint. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for the, ¿the physician noticed that the bottom plate of the reservoir was bent¿ issue reported by the customer is due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Event description:
A physician reported that during procedure, it was noticed the bottom plate of the reservoir was bent. The procedure was completed with a replacement product. No patient consequences reported and the event led to more than 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.